Manufacturer narrative:
Return of product has been requested. No physical return of product was provided, unable to proceed with product investigation at this time.

Event description:
Almost choked [choking sensation]. The top of the dual clean head broke off and fell into mouth [device breakage]. Case description: a consumer, unspecified age and gender, reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the top of the oral-b power oral care refill dual action broke off and fell into his or her mouth, and he or she almost choked. The case outcome was recovered. The reporter stated he or she had been using replacement dual clean brush heads for years without reported incident. No further information was provided.